Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the foreign objects in the server plug-in (z-block), the cause was not established. In regard to the wear on the adhesive around the light guide (lg) and objective lenses, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had foreign objects in the server plug-in (z-block) and wear on the adhesive around the light guide (lg) and objective lens. There was no patient involvement.